Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 521 mg/dl, 516 mg/dl, 364 mg/dl, 251 mg/dl, 271 mg/dl, 122 mg/dl, 164 mg/dl, 321 mg/dl, 310 mg/dl, 220 mg/dl, 394 mg/dl, 402 mg/dl, 382 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.